Event description:
It was reported on (B)(6) 2025 a 34mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery system to treat a left atrial appendage (laa). The patient had a pre-existing atrial fibrillation. Sizing of the device was determined with cardiac computed tomography (CT). Transseptal puncture was noted to be difficult and was done in the middle of the fossa ovalis. The patient's activated clotting time (act) level was 280 seconds. The patient's left atrial pressure was 15mmhg. 100 units of heparin were administered. It was noted that there was difficulty implanting the occluder. The axis to deliver the occluder was not optimal. The occluder was partially re-captured three times. After release of the occluder from the delivery cable, a pericardial effusion was visualized on transthoracic echocardiogram (tte). A posterior puncture was noted. The pericardial effusion led to a cardiac tamponade. The patient's blood pressure decreased slowly and was low. The patient's systolic pressure was 70 mmhg. A pericardiocentesis was performed and the patient became hemodynamically stable. Two hours post-procedure on tte there was no pericardial effusion, however the occluder embolized in the left atrium. The patient was transferred to cardiac surgery for surgical removal of the occluder and closure of the laa. Per the physician, the puncture and subsequent pericardial effusion and cardiac tamponade may have been due to the first attempt at transseptal puncture that was too posterior. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that after release of the amulet occluder from the delivery cable a pericardial effusion was visualized on transthoracic echocardiogram (tte) that led to cardiac tamponade. The patient's blood pressure decreased slowly and was low. A pericardiocentesis was performed and the patient became hemodynamically stable; two hours post-procedure on tte there was no pericardial effusion, however the occluder embolized in the left atrium. The cine review confirmed the reported pericardial effusion. Information from field indicated that the occluder was partially recaptured three times and there was difficulty implanting the amulet occluder which may have contributed to the observed pericardial effusion and device embolization, however this cannot be conclusively determined. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The exact cause of device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the patient was transferred to cardiac surgery for surgical removal of the occluder and closure of the laa. The reported patient effect of hypotension appears to be procedure-related. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.